Event description:
It was reported the patient had no stimulation sensation for a couple weeks. It was noted the stimulation suddenly ¿didn¿t work.¿ it was reported the stimulator battery icon on the programmer was flashing following turning the stimulator on.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a160, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a160, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).